Event description:
It was reported that interrogation revealed an eri message. The measured battery data was 2.58 v, 9 ua, 31.6 kohms. At a previous follow-up in may 2006, the measured battery data was 2.76 v, 10 ua, <1 kohms.